Event description:
The customer questioned inr results for patients tested on an unspecified coaguchek xs meter. The customer compared inr results for 29 patients tested on the coaguchek xs meter using 2 different strip lots compared to a laboratory using the dade innovin method. Based on the data provided, the results for 3 patients were discrepant. It is not known if this data was being used for diagnostic purposes or if it was being used for correlation purposes only. This information was requested, but could not be provided. This medwatch will cover strip lot 29494312. Refer to medwatch with patient identifier (B)(6) for information on strip lot 29494711. Patient 1 was tested on the meter using strip lot 29494312 and the result was 4.8 inr. The result from the laboratory was 3.2 inr. On (B)(6) 2018 patient 2 was tested on the meter using strip lot 29494312 and the result was 2.4 inr. The result from the laboratory was 1.89 inr. On (B)(6) 2018 patient 3 was tested on the meter using strip lot 29494711 and the result was 5.7 inr. The result from the laboratory was 4.34 inr. There was no allegation that an adverse event occurred.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.